Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed that the tube and drip chamber were disconnected. The condition was confirmed. The root cause of this condition was attributed to the operator not fully inserting the tubing into the drip chamber and not enough solvent being applied to secure the connection. A process improvement was initiated to ensure the machine applies more solvent to the tube which will hence facilitate a full insertion into the chamber. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a solution administration set in which the drip chamber disconnected from the tubing. The condition occurred before use and there was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.